Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the first 14 most proximal stent rows were damaged. Most severe damage was noted on the 7 most proximal stent strut rows with struts bunched and pushed distally. The undamaged distal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The stent damage most likely occurred due to the stent meeting a resistance or an obstruction during withdrawal of the device from the lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system.. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation using a 3.0x20mm non-bsc balloon catheter, a 3.50 x 32 synergy stent was advanced but failed to cross the lesion. The device was again advanced but the stent strut broke inside the patient. The device was then retrieved and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation using a 3.0x20mm non-bsc balloon catheter, a 3.50 x 32 synergy stent was advanced but failed to cross the lesion. The device was again advanced but the stent strut broke inside the patient. The device was then retrieved and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.